Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section d10 as it was initially reported the device was not available, however was confirmed to be available, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The guidewire and arteriotomy locator were returned as well. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted. Functional testing was performed. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device cap was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the last step of the angio-seal deployment, when the doctor was removing the distal part of the introducer to release the suture and the hypotube, it did not release. The patient was reported to be doing well. The procedure outcome was successful.